Event description:
It was reported that the atrial lead exhibited high pacing impedance, increased capture threshold, and p-wave amplitude variation. Fracture was suspected, but imaging could not confirm physical detect. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.